Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and re-booted but failed, the is perpetually re-booting. Functional testing was performed and it failed. The receiver was opened and the main board was separated from ui-u1 to perform a download; the log was reviewed showed firmware errors. The reported event of an error icon display was confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 02/24/2017, that on (B)(6) 2017, the receiver displayed err121. No additional patient or event information is available. No product or data were returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.